Event description:
It was reported that implantable cardioverter defibrillator (ICD) exhibited non-sustained right ventricular oversensing (nsrvo) via a merlin@home transmission due to post-paced t-wave oversensing. The patient was doing fine.

Event description:
New info received stated that recommended programming changes were made. The patient is doing fine.